Event description:
A medtronic representative received a report that, while in a thoracic fusion spine procedure, the wrong levels were fused. The surgeon intended to fuse t8-10, however, fused t9-11. They were using computed tomography (CT) plus fluoro. It was reported that for most of the procedure the surgeon was uncertain of which level was being worked on. The surgeon declined multiple requests from the medtronic representative to bring in the c-arm to confirm levels, and continued operating. The medtronic representative noted that the merge looked good and accuracy appeared to be normal when checking landmarks. The surgeon confirmed that there was no injury to patient, however, provided no indication on whether a revision surgery would be performed. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's product caused or contributed to the reported event.

Manufacturer narrative:
A medtronic representative clarified that the procedure occurred on (B)(6) 2014. The rep was made aware of the of the event from the surgeon through an email on (B)(6) 2014. A medtronic representative reported that he met with the surgeon and neuro-coordinator to discuss the details surrounding the case. We looked at the patient films and talked about the potential reasons for inaccuracy. We also went through some checks and balances to identify potential navigation inconsistencies before surgery on a patient. The surgeon asked if we could review the navigation system checkout performed by the field rep. By all accounts, the surgeon was satisfied with our follow up and would reach out to us when he had his next scheduled case with navigation. The surgeon completed a subsequent surgery with navigation successfully.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The system was able to accurately merge an exam and navigate accurately. Reported issue could not be replicated. Software investigation completed, findings are that the surgeon did not know what level he was on and would not accept recommendations from the medtronic representative to confirm operating on the correct levels. Software functioning as designed. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's product caused or contributed to the reported event.